Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 500 mg/dl at the time of incident. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.